Event description:
Seventeen pt samples with positive hcg results, which were negative upon repeat. Only 3 pt samples were provided as examples. Initial results occurred in 2007. Repeat testing occurred 4 days later. Pt 1, initial result 1067 uiu/ml; repeat 4 miu/ml. Pt 2, initial result 94 miu/ml; repeat 2 miu/ml. Pt 3, initial result 1114 miu/ml; repeat 290 miu/ml. Initial results reported. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.